Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000117, ubd: unknown, UDI#: unknown, product ID: bi71000479, ubd: unknown, UDI#: unknown, f1908: delay of less than one hour f26: no patient impact g02004: ethernet cable g02034: hand switch, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that the surgical team went to do a 3d spin, they aligned ap and lateral scans and made sure there were all three green bars of communication. The system was unable to spin and prompted an error message: "3d spin unavailable, navigation system detected but not ready" message. The medtronic representative rebooted the both systems and then the site was able to take a 3d spin. There was a surgical delay of less than one hour. There was no impact on the patient.